Event description:
It was reported that the ilet system displayed ¿high¿ while a fingerstick measured 403 mg/dl for approximately 4 hours, and the user identified a leaking insulin cartridge and performed a full supply change. Symptoms included hyperglycemia accopanied by polydipsia and headache. Outcomes included temporary elevation of blood glucose that did not require medical intervention, use of backup therapy, or hospitalization. Investigation included troubleshooting and education with review of device data. Investigation of this case revealed that blood glucose returned to range following the supply change, consistent with resolution after addressing a leaking cartridge. It was concluded that hyperglycemia was associated with a leaking cartridge during use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.